Event description:
The patient was found slumped in a chair at 8:35 pm. The nurses took the patient's blood glucose (bg) and they got a 122 mg/dl on the supreme ii meter. The nurse called 911 and the ambulance picked the patient up and took the patient to the hospital. En route to the hospital, the paramedics took the patient's bg again and got 'lo'. The patient was admitted to the hospital with hypoglycemia. The patient is on insulin and is a dialysis patient that usually goes to dialysis on tuesday, thursday, and saturday's.